Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of passing the feed too slowly. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 10/7/16. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with and enteral feeding pump. Customer reports: mechanical failure and the feeding passed too slowly. Additional information was requested on (B)(6) 2016 with no reply.